Event description:
Healthcare professional stated valve was removed due to cuspal tears. The valve had been implanted approximately 204 months and was replaced with a pericardial. The valve was returned for analysis.